Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the onset of event, the patient was hospitalized and began treatment with vancomycin injection (1mg, discontinued) and amikacin injection (70mg, discontinued) for peritonitis. At the time of this report, the patient has recovered, was discharged and pd therapy was ongoing. No additional information is available.